Event description:
Caller asking how to turn off this patient's rv tip/ rvcoil impedance alert since the physician said that this is a nuisance alert since the patient's rv lead likely has a problem? Explained to the caller how to turn off the rv pacing impedance out of range alert. Caller stated that the patient's weight is unknown. (B)(4): low pacing impedance warning oversensing noted in the past. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).